Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(4) affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas). The heartmate ii lvas instructions for use (IFU) is currently available. The IFU lists neurologic dysfunction as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists neurologic dysfunction as a potential late postimplant complication. The relevant sections of the device history records for vad-19523 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13feb2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018 the patient experienced neurological dysfunction (stroke). The site of stroked was unknown, but it was diagnosed as a transient ischemic attack based on computed tomography (CT) results. The patient lost consciousness and was readmitted on (B)(6) 2018. The patient was on warfarin and aspirin at the time of the event. The cause of the stroke was unknown, and there was no treatment at the time of the event. The patient was discharged on (B)(6) 2018.